Event description:
It was reported that the customer's insulin pump was not able to complete the manual prime process. Troubleshooting was performed. The insulin pump alarmed and insulin squirted out w/o stopping. Advised that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The insulin pump had a missing end cap sticker.